Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an unknown advisory code displayed and there was no aspiration from the handpiece during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
For this product, the serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).